Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reports that one week post op. The artificial disc's superior endplate and sliding core migrated antertorly. The device was explanted and spinal fusion was performed.